Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the upstream occlusion. The device was operating out of specification with low fluid numbers. Low fluid numbers make the pump more sensitive to upstream occlusion alarms and was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. It was also reported that there was no patient injury.